Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d5: correction: operator of the device: unknown.

Event description:
Additional information received on 9-dec-2022 via email and attached to complaint object: during testing and no patient involvement.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has no over temperature alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with no apparent physical damage. Normal wear and tear. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The over temperature alarm works but does not go off until the temperature reads 49.3 degrees celsius, confirming the customer complaint. The calibration was found to be out of specification. No corrective action was taken. The device was no longer needed for the loaner pool and would be scrapped. The root cause of the reported issue was traced to the customer/user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The previous service history has been reviewed and deemed unrelated to the current customer reported reason. This remediation MDR was generated under protocol b10010579, as a result of warning letter (B)(4).